Manufacturer narrative:
(B)(4).

Event description:
Received info the pt had a revision due to the migration of the lead tip. The ins was also replaced due to battery end of life. This was reported as a non serious injury/illness. The pt developed an infection after this revision and the system was explanted. Please see MFR report # 3004209178200909678 for details regarding the infection.